Manufacturer narrative:
On april 23 2018, haemonetics received a report of an incident in which a donor fatality occurred within 24 hours of completing a plasmapheresis procedure while utilizing the pcs®2 plasma collection system, the donation procedure was completed (B)(6) 2018, and the donor passed away on (B)(6) 2018 according to the obituary, cause of death is unknown and a coroner's report is unavailable at this time. Based on information provided by the donation center, the plasmapheresis procedure was successfully completed with no alarms or error messages experienced during the donation process, the donor had left the center in good health on (B)(6) 2018. On (B)(6) 2018, a haemonetics field service engineer evaluated the device, and was unable to find any faults. The pcs2 machine was found to be operating within all manufacturing specification, all specifications and calibrations were verified. Based on the information which is available, there is no evidence found which would relate the donor fatality to the plasmapheresis procedure.

Event description:
On april 23 2018, haemonetics received a reported incident of a donor fatality which had occurred within 24 hours of completing a successful plasma donation utilizing the pcs®2 plasma collection system. The donation center reported that a center employee read the obituary on (B)(6) 2018 and notified the center manager of the donor's death on (B)(6). The obituary did not reveal the cause of death, a copy of the coroner's report is not available at this time. Physical examination and responses to the donor history questionnaire revealed that the donor was not prescribed or taking medications, the donor had no known medical conditions. On (B)(6) 2018, the donor successfully completed a plasmapheresis procedure with no issues observed during the donation, and the donor left the center in good health.